Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the uninterruptible power supply (ups) batteries were holding for 5+ minutes. The issue could not be replicated. The representative even attempted to manipulate the cables to rule out loose connections with the ups. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the mobile view station (mvs) batteries seems to last shorter than normal when charged fully. There was no patient present when this issue was identified.